Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review:vena cava filter was placed infrarenal. Thirteen years post filter deployment, multiple unsuccessful filter retrieval attempts were made with a snare device. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately thirteen years post deployment, multiple unsuccessful filter retrieval attempts were made with a snare device. Therefore, the investigation can be confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per the medical records, multiple unsuccessful filter retrieval attempts were made with a snare device. Per the IFU (instructions for use) "only use the recovery cone removal system to remove the recovery filter." Therefore, it is possible that the retrieval attempts using the snare device could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: warnings: only use the recovery cone removal system to remove the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Manufacturing date - released (06/03/2004) expiry date (06/30/2007) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure the status of the patient is unknown.